Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace was broken and replaced with a backup instrument. It was also noted that no fragments fell into the patient's anatomy. The procedure was completed with no known impact or patient consequence.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have one broken blade closer to the base and loosely attached. The components adjacent to this broken blade did not show damage.

Manufacturer narrative:
Additional information: intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: a fragment fell into a patient. The fragment was retrieved with pliers. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of a foreign material. Note: the following fields have been updated: b1, h2, annex a, annex f, and annex b.

Event description:
Refer to h11 for follow-up information.